Event description:
During servicing of this unit, the field service engineer (fse) found in the diagnostic log that unit alarmed for primary alarm failed and back-up alarm failed error. The fse reported that there was no patient involvement.

Manufacturer narrative:
Updated.